Event description:
The doctor reports that during placement of the abutment the device fractured. The thread of the locator was broken. Another abutment was used.

Manufacturer narrative:
Visual inspection of the returned imloa005 certain® locator® abutment 3.4mm(d) x 5mm(h)confirms that it has fractured at approximately the 1st thread. The rounded portion that retains the over denture, shows signs of wear, indicative of use.the component was returned to the manufacturer zest for investigation. Zest quality department reviewed the component and found a fracture of the screw threads during use. The remainder of the threaded portion was found to be in specification with no material defect noted. Investigation review did not identify information suggesting the product contributed to the event. No details were provided regarding the placement and/or maintenance activities. A technical root cause cannot be determined.(B)(4)